Event description:
It was reported that a patient underwent a total knee replacement procedure in (B)(6) 2023 and barbed suture was used. During the procedure, the sales rep reported that the device broke at the swedge during a total knee replacement. No patient harm. Another device was used to complete the process. Device has unknown availability for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6: component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: additional information received from the sales rep via email on jan 12, 2024: I have no more info- thank you.